Event description:
When the company field rep performed a pre-implant charge while the device was still in the box, the charge circuit failed and the device went to eri (elective replacement indicator). The device was returned, analyzed by the manufacturer and subsequently tested out of specification.